Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The patient reported that the ok keypad button has been intermittently unresponsive for the past month. She noted that the keypad buttons stick. The patient confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in her bra or in her pocket.